Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6). Correction made to d5: operator of device: health professional (previously submitted as other). Correction made to e1: initial reporter phone no.: (B)(6). The lot was manufactured from april 05, 2021 - april 06, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the potential causes for this report: fill volume, temperature, viscosity of the medication, difference in height between the fill port and the distal end luer lock/flow restrictor and catheter size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. It was further reported a "small amount of antibiotic remained in attached infusor". The device was filled with 13.5g piperacillin/ tazobactam with a citrate buffer in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.